Manufacturer narrative:
After further investigation, the original medwatch filing by the biomedical engineer was inaccurate based on the design specification of a single-use device, and the actual deficiency was that the hcp had difficulty locating the nerve. Based on our testing, the stimulator was found to function as specified, and the log indicated the stimulator operated as specified. There was insufficient evidence provided by the hospital to evaluate the actual deficiency, and a specific use error cannot be determined.

Event description:
Medwatch report (B)(4) received from (B)(6) hospital on (B)(6) 2021 stating: "probe is supposed to detect the nerve during surgery. Confirmed that device did not turn on." Further follow-up with the institution determined the device was used in a surgery and the health care provider (hcp) had difficulty locating the nerve and was unsure if the device was operating correctly. A second hcp assisted and found the nerve had been injured.